Event description:
A falsely elevated sodium result was obtained on a patient sample. The result was not reported to the physician. The sample was re-run and a higher result within the normal range was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was bleach contamination of the imt drain. The siemens healthcare diagnostics technical service center representative directed the customer to proper instrument maintenance procedures to prime and flush the imt drain system. The instrument is performing within specifications. No further evaluation of the device is required.